Event description:
A medtronic rep reported that during a spine case, the tip of the solera driver was torqued so hard that the end got twisted and the screw would not sit correctly onto the driver. The surgeon continued using the navigation system with a non-navigated screwdriver. No pt injury was reported.

Manufacturer narrative:
The device MFR date was not available as no lot number was provided. The device has not been returned to the MFR.